Event description:
The unit secretary reported that the central nurse's station (cns) is stuck on a screen saying "there was an error with your pc," and would not go past it. When this screen came up, the software shut off, and they cannot see their patients. She does not know if they were monitoring patients at the time because they were not there when it happened. They also tried to get a hold of their biomedical engineer (bme) team, but no one responded back to them. Tech support (ts) had her try to power off the cns and power it back on, but it came up saying "no operating system found." At this point, ts informed them to get their bme team involved because it appears there is an issue with the hdds. It is unknown if the device was in patient use.

Manufacturer narrative:
The unit secretary reported that the central nurse's station (cns) is stuck on a screen saying "there was an error with your pc," and would not go past it. When this screen came up, the software shut off, and they cannot see their patients. She does not know if they were monitoring patients at the time because they were not there when it happened. They also tried to get a hold of their biomedical engineer (bme) team, but no one responded back to them. Tech support (ts) had her try to power off the cns and power it back on, but it came up saying "no operating system found." At this point, ts informed them to get their bme team involved because it appears there is an issue with the hdds. It is unknown if the device was in patient use. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) was stuck on a screen displaying a "there was an error with your pc" error and would not fully load. When this error displayed, the software closed with no visibility to the patients. They were unsure if patients were being monitored at the time.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was stuck on a screen displaying a "there was an error with your pc" error and would not fully load. When this error displayed, the software closed with no visibility to the patients. They were unsure if patients were being monitored at the time. Investigation summary: technical support (ts) had her try to power off the cns and power it back on, but it came up with a "no operating system found" error message. Ts informed them they should get their biomedical engineering (bme) team involved because it appeared there was an issue with the hdds. The complaint device was received by nk on (B)(6) 2024. The unit was evaluated on (B)(6) 2024 and the complaint was duplicated. The hard drives were replaced, and the cns was able to boot up properly. The device completed extended testing and operated to manufacturer's specification. The device was returned to the customer on (B)(6) 2024. Further recurrence has not been reported. The cause of the issue was hard drive failure, which can occur due to physical damage from mishandling, electrical damage from outages or surges, or wear-and-tear which depends on device age and frequency of use. The cns operator's manual recommends periodic replacement of the hdds as they have an expected lifespan of 2 years. Review of the complaint device's serial number shows that the device was installed in 2022 and does not have other similar complaints. A review of the customer's complaint history does not show any trends for these issues. Nk will continue to monitor and trend similar complaints. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H3 device evaluated by manufacturer? H6 event problem and evaluation codes h11 additional manufacturer narrative.